Event description:
The user facility reported that the housing broke at the weld during a procedure.. The broken housing could cause the non sterile battery to be exposed to the sterile field. There were no adverse consequences, no medical intervention and no clinically significant delay.

Manufacturer narrative:
The reported event, was confirmed. A picture was attached at intake. It was visually observed the housing had a weld fracture.